Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿two setscrew impressions were too proximal indicating that the extension was not completely seated in the ins connector port. One setscrew impression may have indicated that at some point it did get completely seated in the ins connector port.¿

Event description:
It was reported that ¿after several tries connecting and disconnecting¿ the patient¿s implantable neurostimulator (ins) and extension, that ¿none of the terminals were connected.¿ there was ¿damage detected capping the lead.¿ impedance testing ¿of the battery directly connected to the electrode showed that all of the terminals were connected.¿ the extension was replaced as a result of the event and the issue was resolved. There were ¿no clinical consequences¿ observed with the patient due to the event and the patient¿s ¿nerve stimulation was successful¿ following the replacement of the extension. A supplemental report will be filed if additional information is received.